Event description:
Approx 2 months ago patient presented at the hospital due to paralysis. Patient has received 50mg per cc at 36 mg per day of morphine. Hcp removed system and sent catheter to pathology, although they could not see it was occluded. They are asking pathology to check for staph.